Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated with two programmers and no tones were emitted when a magnet was placed over the device. Patient was in atrial fibrillation (af) with rate decreasing to 50 beats per minute; no pacing was observed. Upon evaluation of the left ventricular (lv) lead an x-ray was performed and a fracture was observed. The impedance measurements historically had been around 780-1000 ohms. During the device replacement, the lv lead was left in service as it paced in all configurations, the pacing impedance measurements with the new device were 1100 ohms. Successful defibrillation threshold (dft) testing was performed with the competitor chronic right ventricular (rv) lead and new device yielding a shock impedance measurement of 34 ohms. No adverse patient effects were reported during the revision procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was not able to be telemetered. The device case was removed and the battery was found depleted. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process, a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly on one of the component layers (gate oxide) within an integrated circuit. This anomaly causes a high current drain, which over time resulted in reported clinical observations.